Event description:
It was reported that a patient exhibited far r oversensing and inappropriate mode switch on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.